Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 01:15 pm CT. The report number is being corrected from: 2183959-2018-61992 to: 2183959-2018-60407.

Event description:
It was reported that the patient was seen for a post op visit by physician showing signs of a distal crossover. Additional information received indicated the patient had the inflatable penile prosthesis cylinders and pump components removed due to distal crossover on the right side. A new inflatable penile prosthesis 21 cm x 12 mm cylinders and pump components were implanted.

Event description:
It was reported that the patient was seen for a post op visit by physician showing signs of a distal crossover.